Event description:
The customer contact reported the pt received more medication than intended. At 0440, channel a of the pump was programmed to deliver heparin at a rate of 18ml/hr and vtbi (volume to be infused) of 250ml and the delivery was started. At 0500, the pump alarmed with error code 95-1 (primary valve pin not moving). At this time, the nurse noted the heparin container was empty. The physician was notified. An international normalized ratio (inr) was drawn and the pt was monitored hourly. There were no reported adverse pt effects. No medical interventions were required. The heparin therapy was discontinued. The device was removed from clinical service. The customer contact stated that during a review of the last programmed parameters, it was noted that the programmed rate on channel a was 200ml/hr instead of the reported 18ml/hr. Though requested, the customer contact declined to provide additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.